Event description:
Approximately (B)(6) weeks after implantation, the patient complained he was experiencing pain, blisters, and drainage. The patient wore the urowrap 24/7. The device was explanted on (B)(6) 2022. Imd was made aware of this event by (B)(6) from advanced urology several months, after the event occurred.

Manufacturer narrative:
As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort", "cutaneous hypersensitivity reaction". 'Any deviation from the post-operative instructions will likely, result in additional complications and risks. Which may require additional treatment, including potential surgery'". Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process. Lists pain and penile skin ulcer as anticipated adverse events. Pain is a common and anticipated event in any surgical procedure. The reported events, occurred (B)(6) weeks post-operation. The IFU states, that pain can vary in both intensity and duration following device implantation. The patient was also informed, that the time frame of healing can vary from person to person. The post-surgery protocol, that is reviewed and agreed to by every patient describes the post-operative care that is required to be followed. This includes wearing their urowrap every day and to remove it at night for 8 weeks post-operation. The patient wore the urowrap "24/7". Which is against post-operative guidelines. As disclosed to the patient, this can cause additional complications and risks. Which can require additional treatment, and potential surgery. The patient did not follow post-operative instructions.